Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.157¿ from the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples. Clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Common causes of the failure mode broken instrument blades are typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The root cause of this failure is typically attributed to the mishandling/misuse. Isi has received the images of the broken harmonic ace instrument. The review of the provided image is conducted by the isi regulatory post market surveillance specialist (rpms) and found that the image was consistent with the alleged complaint of damaged/ broken blade. This complaint is reportable malfunction and adverse event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument was damaged. A fragment fell inside the patient and was retrieved during the same procedure. The procedure was completed using a backup harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all fragments were retrieved and it was confirmed as the fragments could be together. The fragment did not fall into the patient during an instrument tip collision. There was no additional surgery to remove the fragment and no post operative tests performed. The surgeon is unclear on what could have caused the instrument to break after being used for 2 hours prior to the issue. The harmonic ace instrument was inspected prior to use, there was no issues with functionality prior to the issue, and the instrument did not collide with any hard material. The instrument was not removed during the procedure prior to breakage. There was also no resistance upon removal of the instrument through the cannula.